Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device sometimes turned itself on and then rebooted itself. There was no patient injury. No further I nformation is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as receive. Details regarding a visual inspection were not provided. The investigation isolated the failure to the low voltage power supply, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The low voltage power supply was replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.